Event description:
On (B)(6) 2013 it was reported that the patient underwent a full revision surgery due to a lead break with high impedance greater than 10,000ohms. The patient had a lot of pain at the generator site. It was stated that the x-ray did not show a lead fracture but when explanting the lead, investigation showed some silicone of the lead body had disappeared. It was stated that since there was conductor material in contact with soft tissue, which caused pain during stimulation. It was later reported that the device was programmed off following the high impedance observation. It was stated that the patient did hard work while moving houses which might have caused or contributed to the high impedance. The patient felt painful stimulation some days prior to (B)(6) 2013. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. The explanted lead and generator were returned to the manufacturer for product analysis on (B)(6) 2013. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.